Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was severely scratched and was shattered. The customer's blood glucose was 121 mg/dl at the time of incident. The customer stated that they could not read the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with damage display window cover, scratched lcd window, cracked and bleeding lcd glass, keypad overlay texture damage and cracked retainer.